Manufacturer narrative:
(B)(4). G2: japan. Reported event was unable to be confirmed as visual examination of the returned product identified that the product has been cycled one time, and inspection of the needle tip found the anchor that is still attached to the suture line is within the needle tip. A functional test was performed: the device was cycled for the 2nd time and the anchors did deploy from the tip of the needle. Blood visible on the anchors and suture lines after the functional test was completed. Device history record was reviewed and no discrepancies relevant to the reported event were found. No problem found; the returned product functions as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor couldn't be pushed out, even though the surgeon forwarded the black button following the normal usage. Attempts have been made and there is no further information at this time.